Event description:
A doctor reported following a glaucoma filtration device implant surgery, the shunt touched to the iris. There is no harm to the patient and the shunt remains implanted.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned as the device remains implanted, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. Zip code is not indicated at this time. (B)(4).